Event description:
Treatment of an avm with onyx. It was reported during onyx delivery, injection was stop 2-3 times due to onyx reflux. During angiography injection from the guide catheter, the physician noticed minimal flow in the left ica and onyx diffused into the left ica. The catheter was reported as ruptured. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2010-00282.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 17.9 cm from the distal tip. The appearance of the catheter is consistent with a rupture during angiographic injection caused by catheter over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter and this was not detected until delivery onyx. Results: catheter rupture. (B)(4).